Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor and no issues were observed. The sensor plug was seated in the mount properly. Data was successfully extracted from the returned sensor using approved software. The sensor plug was removed and inspected for failure modes and none were observed. Current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported a reading of 270mg/dl at around 6am. Because of this high reading, the customer applied insulin, hit a low, and suffered a seizure. The customer's spouse then called emergency medical technicians (emts) to their home. The emts completed a reading with results of 30mg/dl. The customer was not given any medication, only glucose and orange juice. The customer was transported to a hospital where tests including a cat scan, chest x-rays, and electrocardiogram (EKG) were performed. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no physical damage is observed on the sensor patch.. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. This serves as a correction report. Section d4 (serial) and h11 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. A customer reported a reading of 270mg/dl at around 6am. Because of this high reading, the customer applied insulin, hit a low, and suffered a seizure. The customer's spouse then called emergency medical technicians (emts) to their home. The emts completed a reading with results of 30mg/dl. The customer was not given any medication, only glucose and orange juice. The customer was transported to a hospital where tests including a cat scan, chest x-rays, and electrocardiogram (EKG) were performed. There was no report of death or permanent injury associated with this event.